Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. There was a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30° endoscope plus was found to have cracked lens. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified in central sterile department, indicating it was found outside of a surgical procedure. No information was provided regarding fragment release into the patient or any related actions taken.